Event description:
In review of published literature, these findings were noted. Frederico bastos goncalves md, an jairam md, michiel t voute md, adriaan d moelker md, phd, ellen v rouwet md, phd, sander ten raa md, phd, johanna m hendriks md, phd, and hence j m verhagen md, phd, "long-term clinical outcome and morphologic analysis after endovascular aneurysm repair using the excluder endograft" copyright 2012 by the society for vascular surgery. Between (B)(6) 2000 and (B)(6) 2007, 144 pts underwent endovascular repair of abdominal aortic aneurysms using gore excluder aaa endoprostheses at erasmus univ med ctr. The mean age was (B)(6) years. Eighty-eight percent of the pts were male. The article describes five pts who underwent an open laparoscopic aaa fenestration.

Manufacturer narrative:
Add'l info was requested but not provided by the physician, therefore, no investigation could be conducted.